Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited loss of capture with ra polarity switch. Programming changes were made to deactivate the ra lead. The patient was stable throughout.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.